Event description:
Information was received indicating that during use of this smiths medical cadd legacy pump, the pump exhibited beep and displayed error message "no reservoir, pump does not work". It was reported that pump was installed for infusion and within 46hrs but after about 19 hours of infusion the pump began to beep and displayed error message. According to the report, the pump was replaced. No adverse effects were reported.